Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the blade vibrated and fell into the patient, but was retrieved. Case completed with another like device. There was no consequence to the patient.